Event description:
It was reported that the device experienced error code 255-16-275 during use on a patient. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The reported error code 255-16-275 was confirmed in the pcu error log as an 800.8000.0 (general software failure) and replicated during testing. Inspection: the source pcu was received in good condition. The instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed with a bent contact pin. The handle, blue release latch, front and rear case are in good condition. All parts inspected are manufactured by bd. Log analysis results: review of the pcu error log identified a system malfunction, error code 800.8000.0 (general os failure). The error occurred on 28sep2020 at 6:13 pm. The review of the pcu event log found that prior to the software anomaly the user was programming delays on infusing pumps consecutively. The error occurs after the user selects the last infusing pump. Test results: replication of the user¿s infusion programming steps found no obvious programming errors. The reported malfunction was replicated by performing programmed delays in rapid succession. The root cause of the reported error code 255-16-275 was found to be the result of the user programming infusion delays in rapid succession. The programming data is out of sync between the pcu and modules. The effect of this is the pcu software tries to access data that is non-existent. Device history review: review of the source pcu s/n (B)(6) service history record showed the device had a manufacture date of 11/12/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 01/20/2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record one quality notification (q6 - 200277995) on 12nov2018 was opened for the source device. The review of complaint history records was performed for the returned source devices (s/n (B)(6)) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The event logs have been received. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the point of care unit was giving an error code. There were no adverse consequences to the patient.